Event description:
Caller reported a malfunction code on a mobi pump, identified as malf 19, with an accompanying fault ID. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.